Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9 device available for evaluation - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed due to missing sensor wire. The allegation was not confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.